Event description:
It was reported that using a femoral artery access approach during a procedure of the ostium of the left main and diffused, heavily calcified, 90% stenosed diagonal (da) the powerturn ultraflex guide wire passed through the lesion at the da without issue; a balance middleweight universal ii (bmwuii) passed through the circumflex (cx) without problems and intravascular ultrasound (ivus) was performed to verify the calcium. It was noted that the calcium was concentric at the left main ostium; predilatation was completed with a 3 x 18 mm non-abbott cutting balloon at 10 atmosphere (atm) and post-dilated with 14 atm. Ivus was performed over the powerturn and a 3.5 x 26 mm non-abbott stent was implanted at the main da at 10 atm. The guide wires were removed from the anatomy. The powerturn was again advanced through the stent of the cx and the bmwuii was passed through the stent at the da. A 4.0 x 15 mm nc trek balloon dilatation catheter (bdc) was used to post-dilatate with 2 inflations at 16 atm. Ivus was performed to finalize the procedure. After removal it was noted that the guide wire 3 cm distal tip coils were slightly separated. There was no resistance noted during advancing or removal of the device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was unable to be confirmed however the tip coils were stretched which is likely the damage perceived by the account. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight universal ii; sheath: 7 fr; other: intravascular ultrasound (ivus). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.